Event description:
It was reported that customer saw bolus amount appear doubled in bolus history. Reportedly, the pump was not delivering insulin boluses correctly. Subsequently, the customer went to the emergency room. No additional information was provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.